Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a physician received a communication failure when trying to perform initial programming for a newly implanted vns pt. Troubleshooting ruled out any issues with the programming system. The physician indicated the pt has been referred to neurosurgery for generator eval. Good faith attempts to obtain add'l info have been unsuccessful to date.